Event description:
The following has been reported by customer: error 54-0080 (coulometer power supply issue). Full description: pump screen briefly turned on then shut off and alarmed until the battery was disconnected and the capacitors were discharged. Since it was a battery-related issue, I let the battery fully charge overnight. Turning on the pump after charging fully, no error showed and pump turned on as normal. A flow rate check was performed without partner to see if the flow was still accurate but also to see if the error would appear during use. The error did not reappear, but the flow was slightly high so I decided to recalibrate it and then run through the pm tests to check functionality. Once connected to partner, the hospital name was wrong for the pump so it was changed it, then the flow was recalibrated. After calibration of the flow, I proceeded with the pm tests. The pump passed all tests successfully and the error did not reappear. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. The other issues on this pump are treated through other complaints. According to provided information, the pump shows several damaged parts. For the issue of error 54, it was resolved by fully recharging the battery. The IFU explains that the battery must not be allowed to become deeply discharged, and must be recharged regularly, even if it has been stored for a long time. As per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.